Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pen was difficult to turn the dial and press the button to dispense. Customer tried to change the needle and the cartridge but the issue continued. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.